Event description:
A patient underwent revision surgery to replace a broken denali straight rod with bulleted hex.

Event description:
A patient underwent revision surgery to replace a broken denali straight rod with bulleted hex.

Manufacturer narrative:
Complaint history was reviewed for this lot and no similar complaints were identified. Manufacturing records were reviewed for the corresponding lot number and no relevant issues were identified. The explanted device was returned. It was observed that the rod was fractured into four parts and beach marks were observed on the fracture surface which suggests fatigue fracture. From the denali surgical technique, "metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing it can actually increase the risk of refracture in an active individual." Correspondence with field representative states that the patient had fused and the patient had normal activity levels. As the rod was implanted in the patient for approximately 20 months and the patient had fused, it is likely that the fracture occurred due to fatigue.

Event description:
A patient underwent revision surgery to replace a broken denali straight rod with bulleted hex.

Manufacturer narrative:
Updated information provided in d9 and h3. Corrected information provided in d4.